Event description:
It is reported tha the patient is experiencing pain.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore, the condition of the components is unknown. Surgical notes were not provided. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definition root cause cannot be determined with the information provided. Evaluation codes: device history records for the component were reviewed and found to be conforming to requirements at the time of manufacture it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. The information provided on this form was previously submitted under the manufacturing report number 1822565-2014-00601.